Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and noticed that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.